Manufacturer narrative:
(B)(4). Contact attempts made to reporter of complaint to obtain additional information. Request for additional information including and not limited to; patient injury, clinical status of the patient, application of the use of the device. Contact attempts will be made via due diligence.

Event description:
Sales rep called to report that physicians ambulatory surgery cater made her aware that vital sign part number 5503eu was being used on a patient incorrectly by hospital staff, staff hooked up valve to the wall and over inflated the patient's lungs with oxygen which resulted patient to be transported to another hospital. Sample and lot unknown.